Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the glycol bottle thermometer contents had spilled, requiring replacement for the smart remote manager (srm). The srm with refrigerator was displaying conflicting temperatures. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer (fse) was informed by the customer that the broken vial was not part of the smart remote manager (srm). The srm worked normally. The system functioned as intended after field service engineer investigated the incident.